Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: c154dwk implantable cardioverter defibrillator (ICD)  (B)(6) 2008, rv02 competitor implantable tachy lead (B)(6) 1997; 5076 implantable pacing lead (B)(6) 2003. (B)(4).

Event description:
It was reported that per fluoroscopy the left ventricular (lv) lead was noted to be dislodged. The lead was capped and replaced. No patient complications have been reported as a result of this event.